Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Natarajan, s, shallwani, h, fennell, v, beecher, j, shakir, h, davies, j, snyder, k, siddiqui, a, levy, e. Flow diversion after aneurysmal subarachnoid hemorrhage. Crossmark. 2017. 14 pages. 10.1016/j.nec.2017.02.011 in this article 11 patients underwent aneurysm treatment. 11 located in the anterior circulation, 3 in the posterior circulation. The mean dimension of the aneurysm was 5 mm. Shapes saccular in 5, blister in 6, fusiform in 1, and dissecting in 2. One patient experienced in-stent thrombus which resolved completely after administration of a bolus of eptifibatide. One patient continued to have an extension of subarachnoid hemorrhage and intra-parenchymal hemorrhage after the procedure. Consequently the patient did not receive any anti-platelet therapy before or after the procedure. Periprocedural mortality in the first 30 days was 18.2%, indicating that 2 patients had died. The patients in the remaining cases achieved good functional recovery with modified rankin scale scores of 0-2 and 100% obliteration of the aneurysm. Pipeline stenosis was noted in 1 case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.